Event description:
It was reported that patient states they was trying to connect to their therapy to check their status and charge and everything because it feels like someone turned their stimulator off. Patient states the whole system feels like it's turned off. Agent walked patient through resetting the communicator and patient was able to successfully connect to the dbs therapy app. The troubleshooting steps that were taken on the call resolved the issue. Patient stated their symptoms feel like they are returning agent redirected patient to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.